Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported events of stretched helix was confirmed, and positioning failure was not confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure by the end-user. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for an aveir implant procedure. During implant, there were difficulties positioning the leadless device into the lower septum. Multiple mapping attempts were made by uncovering the device in the septal area. Prior to fixation, it was noted the helix of the leadless device was extended. The device was explanted, and a different product was used to complete the procedure. The patient was stable.